Event description:
It was reported that the patient passed away due to cardiac arrest. An autopsy was not performed. The device was not explanted. The death was considered therapy related and the device operated as intended. The patient went into cardiac arrest and return of spontaneous circulation (ROSC) was not achieved. The Left Ventricular Assist Device (LVAD) was then discontinued.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System, serial number (b)(6), and the reported patient outcome could not be conclusively determined through this evaluation.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The current revision of the IFU can be found on the eIFU page of the Abbott website. The HeartMate 3 LVAS IFU is currently available.Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including death, that may be associated with the use of the HeartMate 3 Left Ventricular Assist System.No further information was provided. The manufacturer is closing the file on this event.